Event description:
Beginning july 5, 2022, bd was notified of excessive equipment failures regarding the pyxis medstations and towers installed at (B)(6) medical center in mid-late 2021. These failures included multiple failures of entire drawers and towers around the entire facility, resulting in excessive service calls, delays in patient care due to inability to access medications and staff disruptions from routine duties related to patient care due to time supporting devices and working with bd support. Bd did not acknowledge these issues until october 2022, did not product a formal statement acknowledging them until spring of 2023, and has yet to provide an eta to resolution. Bd has to this point described the equipment at fault, which includes cables placed in a way to cause them to be damaged by the drawers, sharp edges on drawer rollers, cables that were not properly tied during manufacture causing them to be in a position to be damaged by drawers, tower door latches that can frequently fail, and the drawer's electronic matrix itself which the engineer admitted was of poor quality. To date, bd has not offered a complete solution or timeline for resolution of these issues, and refused to replace all of the potentially faulty equipment involved. This equipment continues to pose a safety risk in its current state.